Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the subject had a pulmonary embolism. Medical treatment was administered.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed parts revealed no prior complaints for this failure mode with the same batch number. The ed notes and imaging study reports were provided along with the clinical study documents to complete this investigation. The patient is being treated and has a follow-up plan with her surgeon to monitor her and follow-up treatment of her pe will be followed within the clinical study. No further assessment is necessary at this time. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.